Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer performed a system check and found that the cartridge may have been the source of the occlusion alarm and changed it.